Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no sensor cannula when customer removed it. Customer¿s blood glucose was 139 mg/dl at the time of incident. Customer stated that the transmitter did not blink when connected to sensor. The sensor will not be returned for analysis.